Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had drawer to hard and unable to close properly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer was broken and could not be completely closed. A field service engineer (fse) picked up a replacement drawer from storage and drove to the site the next morning to perform the swap. The slide rail bearing cage had fallen out of drawer on the auxiliary unit. The drawer was removed and replaced with a new unit. The drawer was reconfigured and tested. All tests in the hardware test application (hta) passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had drawer to hard and unable to close properly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, had drawer to hard and unable to close properly. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section d unique identifier (UDI), medical device model. A supplemental MDR was filed to correct medical device model..